Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that using a third-party wall adapter might be the issue and acknowledged this guidance. A replacement tandem mobi wall adapter, charging cable, and charging pad were to be sent via two-day shipping. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.